Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert (lia) was triggered. The short interval count was 1188 over the last 10 days, indicating oversensing. The ovensensing could not be reproduced and the lead is still in use. No patient complications were reported as a result of this event.